Event description:
The customer reported that while running an hepatitis surface antigen assay, summit sample handler did not pipette the correct amount of sample in position h1 and did not give an error message. A field service engineer was dispatched. No death or serious injury was associated with this event. This report corresponds to an ortho-clinical diagnostics, inc complaint.